Event description:
It was reported the procedure was being performed in the special procedures room. During insertion, when they attempted to peel the sheath from the catheter, the orange handles on the sheath separated from the sheath. The inserting nurse was able to remove the sheath from the insertion site without harm to the pt and the catheter was left in place. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The sample will not be returned.